Event description:
It has been reported to philips that the required apc not available, arch cannot be moved. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The reported issue was required apc not available; arch cannot be moved. The philips remote service engineer (rse)analyzed the system and identified that cause of the problem was collision of the c-arc. After a warm restart by the customer, the system was returned to use in good working order.